Event description:
Reference number (B)(4). Event occurred in united states. It was reported on (B)(6) 2024 that the patient was hospitalized due to diabetic ketoacidosis and high blood glucose level of 380mg/dl. Patient was also diagnosed with covid. Patient was admitted to hospital for more than 24 hours and intravenous insulin drip was given as a treatment. The trace ketones were also positive for the patient. This event occurred on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city- (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.